Event description:
It was reported the patient had the inflatable penile prosthesis revised as it could not be used as expected. No patient complications were reported.

Event description:
It was reported the after the implantation of the inflatable penile prosthesis (ipp), the patient still could not achieve an erection, mainly because the pump did not work. The pump could not be used as expected as it did not bounce. The ipp pump was replaced. No patient complications were reported.